Event description:
The patient reported that he had eye surgery for cataracts in (B)(6) 2011 with a model zmboo (multifocal lens) in both eyes. The patient stated that he cannot see clearly out of either eye. The patient said that he sees halos and glares at night and therefore does not drive at night. He is a professor and said that glasses won't help. He has had a yag procedure. He has dry eye and takes restasis. He has been on steroids (lotemax 4 drops/day) since (B)(6) 2011 and stated that his vision has not improved. He has seen two other doctors with no results and requested to talk to an expert at abbott medical optics (amo). The patient spoke to a medical monitor at amo and communicated that the patient sees 20/20 at far and near; however, his quality of vision is poor and he says he can't visually perform at any distance. The patient's physician explained that his poor quality of vision is due to dry eye. A separate medical device report is being submitted for the other eye.

Manufacturer narrative:
(B)(4) (no code available) intraocular lens. The lens remains implanted at the time of submitting the medical device report. Therefore, the lens was not received for analysis. A review of the manufacturing records for this lens showed no deviations. Prior to release to market the intraocular lens met all manufacturing specifications. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Additional information: further communication with the patient's physician found that upon examination, it was clear that the patient had tear film problems and basement membrane dystrophy that contributed to the patients issues. The physician inserted punctual plugs and put together a treatment plan for this patient. No further information is available. A review of the manufacturing records for this lens showed no deviations. Prior to release to market the intraocular lens met all manufacturing specifications. Halos and glare are a known and labeled possible side effect of all multifocal lenses.